Manufacturer narrative:
The pump was returned for investigation. A visual inspection found biomaterial wrapped around the impeller. No other issues were found on the rest of the pump. The cause of the low flow and suction events was biomaterial ingestion. The device passed all post sterile inspection checks.

Manufacturer narrative:
A.4, a.5, and a.6 are unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms upon start up. It was turned on with audio and immediately suction alarm occured. The position of the pump was confirmed via fluoroscopy and echocardiogram. The position was changed even thought it was confirmed correct. It did not help. On p-2, the pump was giving only 0.8 liters per minute and the suction alarm still occured. The pump was explanted and a new impella pump was implanted. The patient survived.

Manufacturer narrative:
The customer's device was returned and a visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The cause of the low flow was most likely biomaterial ingestion.